Event description:
Patient reported "rupture was discovered during the explant surgery" against the left-side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision.

Event description:
Patient reported "rupture was discovered during the explant surgery" against the left-side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ stress marks are observed assessed as non-penetrating nick.